Event description:
It was reported that during implant procedure, the aveir leadless pacemaker helix had sprung after the attempt to fixate the device. The procedure was completed using an alternate device on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the helix elongation is consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.